Manufacturer narrative:
H6: code changes only. H6: type of investigation code: 4117 - removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported inflation problem and difficult activation; however, factors that may contribute to inflation problems and difficult activation include but are not limited to damage to the device, contamination in the inflation lumen, patient anatomical morphology, patient disease state, inflation technique, contrast dilution, and inadequate connection to the inflation device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the procedure was to treat a mildly calcified, de novo lesion in the mildly tortuous left main (lm) to left anterior descending (lad) coronary artery. During deployment of a 3.50x23mm xience xpedition drug eluting stent (des), the balloon only partially inflated. A hole or rupture was suspected, and the stent was only partially expanded. The delivery system was removed, and a balloon catheter was advanced to fully expand the stent. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.